Manufacturer narrative:
Our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of needle disengagement difficult was confirmed upon inspection of the sample. Analysis of the sample under magnification showed that the cannula was missing a bump which is necessary for proper functionality. Bd determined that the cause of the failure was manufacturing related. It is likely the failure was the result of incorrect handling of raw and processed materials during production, or poor handling of material during equipment adjustments. Several actions have been taken to improve our manufacturing process to prevent the reoccurrence of this failure mode. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Material#: 383591, batch#: 3118075. It was reported by customer that rn starting an IV for CT test, catheter inserted and when needle pulled/removed from inserted catheter noted that one peace left still attached to hub, noted needle sharp end was pulled and exposed, securing devise has malfunctioned. Needle noted intact, no missing part noted, patient denies any pain, no harm to patient. Customer reported rn starting an IV for CT test, catheter inserted and when needle pulled/removed from inserted catheter noted that one peace left still attached to hub, noted needle sharp end was pulled and exposed, securing devise has malfunctioned. Needle noted intact, no missing part noted, patient denies any pain, no harm to patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ diffusics¿ closed IV catheter system 22 ga 1.00 in the safety mechanism didn't properly engage. There was no report of patient impact. The following information was provided by the initial reporter: customer reported rn starting an IV for CT test, catheter inserted and when needle pulled/removed from inserted catheter noted that one peace left still attached to hub, noted needle sharp end was pulled and exposed, securing devise has malfunctioned. Needle noted intact, no missing part noted, patient denies any pain, no harm to patient.